Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported issue. The system was then tested and met product specifications. There were no samples returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).

Event description:
An operating room manager reported that during surgery, the system froze. They performed troubleshooting and were able to complete the surgery. This added 30 minutes to the length of the case, and the patient remained under anesthesia during that time period. There were no harm to the patient reported.